Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The system was checked in clinic with noise reproduced when placing a hand on the header of the device. Once the physician removed his hand, the signal was unable to be reproduced with manipulations in any position. Device data was then sent to technical services (ts) for review. Ts discussed that the data is consistent with a fracture within the connector block of the device and recommended full system replacement. This device was subsequently explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The system was checked in clinic with noise reproduced when placing a hand on the header of the device. Once the physician removed his hand, the signal was unable to be reproduced with manipulations in any position. Device data was then sent to technical services (ts) for review. Ts discussed that the data is consistent with a fracture within the connector block of the device and recommended full system replacement. This device was subsequently explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.